Manufacturer narrative:
Additional information: d10, h6, h10. One cadd ms3 pump was returned for analysis. Visual inspection performed, and product found with the overlet damaged on the side key. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional testing were performed. Investigation unable to duplicate the customer's stated problem. According to the investigation, the pump was inspected, and functional testing performed, and the pump passed all testing. Further investigation of the pump found no early alarm with medication running out. Therefore, no problem found with the issue.

Manufacturer narrative:
B3: date of the event provided.

Event description:
Information was received indicating that a smiths medical cadd ms3 pump alarmed early with medication running out. The issue occurred while the pump was in use. The patient was unsure of the serial number of the pump. The patient felt fine and did not report clinical injury. Two serial numbers were provided; (B)(4) and (B)(4).